Event description:
Inbound. Third time in the past couple of weeks where a cassette alarming beeping, then no disposable clamp tubing or pump wont run, unable to resolve so having to switch to back up cassette to resolve because it has happened 3 times total she has run out of prefilled cassettes and had to mix veletri cassettes from her backup supplies. No further details provided.